Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed pressure transducer and safety valve tests during pre-use check. The expiratory pressure transducer tube was found defective. The customer chose not to repair the ventilator. The device logs were not received and no parts have been returned for investigation, therefore the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator failed pressure transducer and safety valve tests during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).